Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-8941prs plantar lapidus plate, short right, had an issue upon first use of the device. During a plantar lapidus procedure, when the surgeon was trying to use the plate inside the patient, the locking screws would not lock with holes in the plate. Nothing broke inside the patient, and the plate was removed in one piece. A new ar-8941prs plantar lapidus plate, short right, with an unknown lot number, was opened and used to complete the procedure successfully with no impact to the patient. No pictures were taken, x-rays were not saved, and the device was discarded by the facility.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.